Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced lysis of adhesions, removal of infected mesh and resection of infected mesh. After the original procedure, additional potentially related procedures were performed, including revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced suffering, anxiety, abscess(es), bowel obstruction, adhesions, infected mesh, mesh not firmly attached, recurrence, pain, emotional distress, defective device, physical and mental pain, mental anguish, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included additional surgery, lysis of adhesions, release of bowel obstruction, partial removal of mesh, wound irrigation, full removal of mesh, and primary repair of hernia.

Manufacturer narrative:
Additional info: a3, b5, b7, g1, h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G1 (manufacturer name, street1). H6 (patient codes ime e2402: lesions, hyp ertrophic granulated tissue, sinus tract, wound with mild central eschar) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced suffering, anxiety, abscess(es), bowel obstruction, adhesions, infectedmesh, mesh not firmly attached, recurrence, pain, emotional distress, defective device, physical/mental pain, mental anguish, disability, impairment, loss of enjoyment of life, hypertrophic granulated tissue, inflammation, multinucleated giant cell reaction, staph/mssa, abdominal pain, nausea, vomiting, diarrhea, constipation, distention, tenderness, non-healing wound, mild drainage, necrotic fat, draining sinus tract, suture granuloma, tiredness, wound with mild central eschar, cloudy yellow pus, lesions over hernia, erythema, discomfort, fullness after meals. Post-operative patient treatment included additional surgery, lysis of adhesions, release of bowel obstruction, partial removal of mesh, wound irrigation, full removal of mesh, primary repair of hernia, hospitalizat ion, ng tube, decompression, exploratory laparotomy, band transected, antibiotics, necrotic fat debrided, use of silver nitrate, piece of suture removed, suture removed, resection of abdominal wall, use of abdominal binder, closure of hernias with use of sutures.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced bowel obstruction, adhesions, infected mesh, mesh not firmly attached, recurrence, pain, emotional distress, defective device, physical and mental pain, mental anguish, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included additional surgery, lysis of adhesions, release of bowel obstruction, partial removal of mesh, wound irrigation, full removal of mesh, and primary repair of hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.